Event description:
It was reported that the customer received a temperature alarm while shoveling snow in below freezing temperatures. The alarm could not be cleared until a new cartridge was installed. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.